Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and was not able to confirm the reported complaint. The o2 flush button assembly was replaced and the unit was returned to service. No report of patient involvement.

Event description:
The hospital reported the o2 flush button was still engaged after the button had been released. There was no report of patient involvement.